Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received an inadequate shock. This lead displayed low impedance measurements and it was suspected that there was an insulation issue with the lead. This lead was surgically abandoned and remains implanted. The pace/sense channel of the shock electrode lead was connected. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.